Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2011, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), anaemia ("anemia"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), back pain ("back pain"), abdominal pain ("abdominal pain"), menorrhagia ("menorrhagia (heavy menstrual bleeding)"), rash ("allergy: rash"), skin disorder ("allergy: skin condition"), psychological trauma ("psych injury"), vaginal infection ("vaginal infection"), fatigue ("fatigue"), alopecia ("hair loss"), tooth disorder ("dental problems"), migraine ("migraine"), dysgeusia ("metal taste in mouth"), depression ("depression") and anxiety ("anxiety") and was found to have weight increased ("weight gain"). The patient was treated with surgery (hysterectomy (full), salpingectomy (bilateral)). Essure was removed on (B)(6) 2019. At the time of the report, the pelvic pain, anaemia, dysmenorrhoea, dyspareunia, back pain, abdominal pain, menorrhagia, rash, skin disorder, psychological trauma, vaginal infection, fatigue, alopecia, tooth disorder, migraine, weight increased, dysgeusia, depression and anxiety outcome was unknown. The reporter considered abdominal pain, alopecia, anaemia, anxiety, back pain, depression, dysgeusia, dysmenorrhoea, dyspareunia, fatigue, menorrhagia, migraine, pelvic pain, psychological trauma, rash, skin disorder, tooth disorder, vaginal infection and weight increased to be related to essure. The reporter commented: she had received treatment for all the aforementioned events. Quality-safety evaluation of ptc: unable to confirm complaint. On (B)(6) 2019: plaintiff fact sheet received. New events added- pelvic pain, dysmenorrhea (cramping), dyspareunia (painful sexual intercourse), back pain, abdominal pain, menorrhagia (heavy menstrual bleeding), bleeding: anemia, allergy: rash, allergy: skin condition, psych injury, vaginal infection, fatigue, hair loss, dental problems, migraine, weight gain, metal taste in mouth, depression and anxiety¿. Reporter, demographics; essure indication (amended), essure insertion date (updated)/removal date were added. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ('within the fallopian tubes are segments of coiled wire from intrauterine device placement'), pelvic pain ('pelvic pain') and menorrhagia ('menorrhagia (heavy menstrual bleeding)') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included multiparous. Concurrent conditions included uterine bleeding, cystocele, rectocele, stress urinary incontinence, nabothian cyst, parakeratosis, adenomyosis, paratubal cyst, uterine fibroid and rectal tear. On (B)(6) 2011, the patient had essure inserted. On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required), pelvic pain (seriousness criteria medically significant and intervention required), menorrhagia (seriousness criterion medically significant), iron deficiency anaemia ("anemia"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), back pain ("back pain"), abdominal pain ("abdominal pain"), rash ("allergy: rash"), dermatitis allergic ("allergy: skin condition"), psychological trauma ("psych injury"), vaginal infection ("vaginal infection"), fatigue ("fatigue"), alopecia ("hair loss"), tooth disorder ("dental problems"), migraine ("migraine"), dysgeusia ("metal taste in mouth"), depression ("depression") and anxiety ("anxiety") and was found to have weight increased ("weight gain"). The patient was treated with surgery (hysterectomy (full), salpingectomy (bilateral)). Essure was removed on (B)(6) 2019. At the time of the report, the device breakage, pelvic pain, menorrhagia, iron deficiency anaemia, dysmenorrhoea, dyspareunia, back pain, abdominal pain, rash, dermatitis allergic, psychological trauma, vaginal infection, fatigue, alopecia, tooth disorder, migraine, weight increased, dysgeusia, depression and anxiety outcome was unknown. The reporter considered abdominal pain, alopecia, anxiety, back pain, depression, dermatitis allergic, device breakage, dysgeusia, dysmenorrhoea, dyspareunia, fatigue, iron deficiency anaemia, menorrhagia, migraine, pelvic pain, psychological trauma, rash, tooth disorder, vaginal infection and weight increased to be related to essure. The reporter commented: the plantiff received treatment for pelvic pain, abdominal pain, back pain, dyspareunia, dysmenorrhoea, menorrhagia, vaginal infection, rash, anxiety, depression, metal taste in mouth. Discrepancy noted in essure insertion date- (B)(6) 2011. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: menorrhagia, device breakage. Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. Most recent follow-up information incorporated above includes: on 25-mar-2021: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer, and describes the occurrence of device breakage ('within the fallopian tubes are segments of coiled wire from intrauterine device placement'), pelvic pain ('pelvic pain') and menorrhagia ('menorrhagia (heavy menstrual bleeding)'). In an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included: multiparous. Concurrent conditions included: uterine bleeding, cystocele, rectocele, stress urinary incontinence, nabothian cyst, parakeratosis, adenomyosis, paratubal cyst, uterine fibroid and rectal tear. On (B)(6) 2011, the patient had essure inserted. On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required), pelvic pain (seriousness criteria medically significant and intervention required), iron deficiency anaemia ("anemia"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), back pain ("back pain"), abdominal pain ("abdominal pain"), menorrhagia (seriousness criterion medically significant), rash ("allergy: rash"), dermatitis allergic ("allergy: skin condition"), psychological trauma ("psych injury"), vaginal infection ("vaginal infection"), fatigue ("fatigue"), alopecia ("hair loss"), tooth disorder ("dental problems"), migraine ("migraine"), dysgeusia ("metal taste in mouth"), depression ("depression") and anxiety ("anxiety"). And was found to have weight increased ("weight gain"). The patient was treated with surgery (hysterectomy (full), salpingectomy (bilateral)). Essure was removed on (B)(6) 2019. At the time of the report, the device breakage, pelvic pain, iron deficiency anaemia, dysmenorrhoea, dyspareunia, back pain, abdominal pain, menorrhagia, rash, dermatitis allergic, psychological trauma, vaginal infection, fatigue, alopecia, tooth disorder, migraine, weight increased, dysgeusia, depression and anxiety outcome was unknown. The reporter considered abdominal pain, alopecia, anxiety, back pain, depression, dermatitis allergic, device breakage, dysgeusia, dysmenorrhoea, dyspareunia, fatigue, iron deficiency anaemia, menorrhagia, migraine, pelvic pain, psychological trauma, rash, tooth disorder, vaginal infection and weight increased to be related to essure. The reporter commented: the plaintiff received treatment for pelvic pain, abdominal pain, back pain, dyspareunia, dysmenorrhoea, menorrhagia, vaginal infection, rash, anxiety, depression, metal taste in mouth. Discrepancy noted, in essure insertion date (B)(6) 2011. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: menorrhagia, device breakage. Quality safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on mr received: reporter information, patient's medical history. Event: "within the fallopian tubes are segments of coiled wire from intrauterine device placement" and auto narrative supplement were added. Based on the available information. A review of our complaint records and other relevant data will be conducted. Any new and reportable information that becomes available from our investigation, will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') and menorrhagia ('menorrhagia (heavy menstrual bleeding)') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2011, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), iron deficiency anaemia ("anemia"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), back pain ("back pain"), abdominal pain ("abdominal pain"), menorrhagia (seriousness criterion medically significant), rash ("allergy: rash"), dermatitis allergic ("allergy: skin condition"), psychological trauma ("psych injury"), vaginal infection ("vaginal infection"), fatigue ("fatigue"), alopecia ("hair loss"), tooth disorder ("dental problems"), migraine ("migraine"), dysgeusia ("metal taste in mouth"), depression ("depression") and anxiety ("anxiety") and was found to have weight increased ("weight gain"). The patient was treated with surgery (hysterectomy (full), salpingectomy (bilateral)). Essure was removed on (B)(6) 2019. At the time of the report, the pelvic pain, iron deficiency anaemia, dysmenorrhoea, dyspareunia, back pain, abdominal pain, menorrhagia, rash, dermatitis allergic, psychological trauma, vaginal infection, fatigue, alopecia, tooth disorder, migraine, weight increased, dysgeusia, depression and anxiety outcome was unknown. The reporter considered abdominal pain, alopecia, anxiety, back pain, depression, dermatitis allergic, dysgeusia, dysmenorrhoea, dyspareunia, fatigue, iron deficiency anaemia, menorrhagia, migraine, pelvic pain, psychological trauma, rash, tooth disorder, vaginal infection and weight increased to be related to essure. The reporter commented: the plaintiff received treatment for pelvic pain, abdominal pain, back pain, dyspareunia, dysmenorrhoea, menorrhagia, vaginal infection, rash, anxiety, depression, metal taste in mouth. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2019: plaintiff fact sheet received : event ¿anaemia¿ updated to ¿iron deficiency anaemia¿. Seriousness criteria for menorrhagia was added. Incident: no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.